Manufacturer narrative:
This report is submitted on january 06, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site, however the issue could not be resolved, subsequently the patient was treated with topical and oral antibiotics (date and duration not reported).